Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the catheter shaft was fractured. The 22mmx2.5mm, 96% stenosed target lesion was located in the severely tortuous and calcified left circumflex artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the delivery shaft became fractured. There were no patient complications reported and patient's condition post-procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter. The device was bloody. Inspection revealed a hypotube kink located 72.5 cm from the strain relief, and distal shaft damage (flattened) for 4.5 cm and located 5.5 cm from tip, and numerous kinks in the distal shaft. Inspection of the remainder of the device found no other damage or irregularities. Age at time of event: 18 years or older.

Event description:
It was reported that the catheter shaft was fractured. The 22mmx2.5mm, 96% stenosed target lesion was located in the severely tortuous and calcified left circumflex artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the delivery shaft became fractured. There were no patient complications reported and patient's condition post-procedure was stable.